Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Patient was revised to address adverse reaction to metal bearing. Litigation papers allege patient experienced debilitating pain, dislocation, discomfort, and soreness, in the area of her hip implant, thereby, negatively affecting her ability to perform activities of daily living. It is further alleged friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused cobalt-chromium metal ions and particles to be released into the patient's blood, tissue and bone surrounding the implant. Ppf alleges dislocation with closed reduction, metal wear metallosis and elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.